Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5064966. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the holder of the 21 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and pre-attached holder came off easily from the connection. No serious injury or medical intervention reported.